Event description:
Stent catheter inserted into circumflex artery over the wire via guide catheter. Stent was deployed. Stent did not deploy and remained undeployed proximally to the lesion. Attempts at retrieving the undeployed stent were unsuccessful. Patient was taken to the o.r. To have the undeployed stent surgically removed. Patient is doing well post procedure.